Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Additionally, one atp reportedly accelerated the rate of the patient's arrhythmia into ventricular fibrillation (vf). A shock successfully converted the vf. The crt-d system remains in service. No additional adverse patient effects were reported.